Event description:
It was reported the xylocaine 8% leaked from the biopsy valve. The issue occurred during a diagnostic endobronchial biopsy. The device was replaced with a similar device to continue with the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that when inserting or removing the endo-therapy accessory and syringe from this product attached to the endoscope, doing so with the endo-therapy accessory and syringe tilted relative to the product may cause overload to be applied to the surrounding area that is off the center of the rubber valve, leading to damage. It is thought that the repeated insertion and removal of the endo-therapy accessory and syringe subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. The event can be prevented by following the instructions for use which state: 9.4 feeding and aspirating solution with a syringe insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary. 9.5 inserting and withdrawing the endo-therapy accessories - insert the endo-therapy accessory into the valve as straight as possible. - angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Olympus will continue to monitor field performance for this device.